Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 3 would not open. A field service engineer replaced the latch inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es full height cubie drawer had failed to stay closed and label printer. Zebra label also needs purged. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and unable to access meds in drawer. There were no adverse events or injuries reported based on this event.